Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty installing the ilet cartridge and could not observe drips when pressing and holding, leading to repeated ¿unable to proceed¿ messages and a delay in insulin delivery while the infusion set connector was initially attached outside the pump and then reinserted with a reported blood glucose of 219 mg/dl. The ilet device and infusion set connector were involved, and the event was associated with running out of insulin. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user, analysis of user-provided information. Investigation of this case revealed no device malfunction, identified a usage problem related to an improper procedure for attaching the cartridge and failure to follow instructions, and confirmed the device component functioned when used correctly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.